Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well post-operatively and the explanted lead was not returned by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.